Manufacturer narrative:
Follow up #1 - correction - (B)(6) 2016 - the sub-category for this complaint should have been "unit powers off during use". There was no indication of patient harm in relation to the complaint.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging does not turn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.